Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call regarding issues with the sensor. During troubleshooting, customer mentioned her blood glucose was 49 mg/dl. Customer treated her low blood glucose with coffee. Customer will not be returning the device for analysis.